Manufacturer narrative:
The device has been disposed by the customer. The reported lot # 15975679l. Concomitant bwi products: product: soundstar 3d diagnostic ultrasound catheter; us catalog # sndstr10; lot # s1402588. Product: lasso nav eco catheter; us catalog # d134903; lot # 15879262l. Product: carto 3 system; us catalog # fg540000; serial # (B)(4). (B)(4).

Event description:
It was reported that a patient, (B)(6) male, underwent a paroxysmal atrial fibrillation procedure with a thermocool sf nav bi-directional catheter and suffered cardiac tamponade. The patient's medical history is unknown. After (B)(4) sign using the sound star catheter, two lasso catheters were placed inside both the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv). After that, the ablation was started and after finishing both pv isolation (total 100 times ablation by 30 w for 30 seconds on anterior wall and 20 w for 30 seconds on posterior wall), the blood pressure dropped. The effusion was confirmed by the ultrasound with the sound star catheter. The pericardial drainage was performed and medication was dispensed. Finally, the blood pressure was stable. The physician commented that the blood removed was artery blood; the event occurred at the left atrium. The patient did not require hospitalization. The procedure was completed without patient's consequence. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possible procedure related. Per 21 cfr, part 803, this complaint is reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.